Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 90% stenosis. A 3x12mm nc trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The device was soaked in saline and prepped (air aspiration) outside the anatomy prior to use. The bdc was advanced toward the target lesion, the balloon was inflated and ruptured during the third inflation up to 12 atmospheres for 10 seconds. The device was removed and a non-abbott bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.